Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. The customer addressed their elevated bg level with a manual injection. Reportedly, the cartridge had not been fully snapped into position by the customer, the cartridge was re-loaded, and the customer continued to use the pump for insulin therapy.